Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is confirmed because it was reported in the event description that there was a touch contamination, which is a use error that can cause peritonitis or potential contamination. No assignable cause for the touch contamination was determined. A batch review was performed for the potentially associated lot and an exception was noted for a molding defect associated with the connector component. There is no evidence to support association to the reported problem. The affected product was 100% inspected. Corrective actions implemented and effective. Quality inspections were acceptable with all product release requirements acceptable. Per the labeling review: the instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce possibility of infection. Additionally, the guide instructs the user to use aseptic technique to reduce the chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. It states contamination of any part of the fluid path can result in peritonitis. The guide instructs patients to put on a face mask and wash and dry (or disinfect) their hands thoroughly. Patients are instructed to cap off the patient line and transfer set using a new minicap and flexicap when disconnecting during therapy. A direction sheet is provided which has multiple instructions and warnings for aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
During a follow up call to the customer by baxter product surveillance regarding an unrelated alarm which occurred on the homechoice machine during, it was reported that at the time of the alarm occurrence, the patient was in the hospital being treated for peritonitis. The peritoneal dialysis nurse (pdn) reported that the patient does continuous ambulatory peritoneal dialysis (capd) at home and was receiving peritoneal dialysis treatment on the homechoice (hc) cycler while in the hospital. On (B)(6) 2011, baxter product surveillance spoke with pdn regarding the peritonitis event and received the following information. The home patient (hp) was hospitalized with peritonitis on (B)(6) 2011 and discharged on (B)(6) 2011. The pdn stated that the cause of the peritonitis was touch contamination and not related to a baxter product or solution. The pdn declined to provide any further information.